Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. The patient's medical history was significant for persistent xyphoid incision drainage and fever that was not responsive to antibiotic therapy. A localized infection of the sternal xyphoid incision only was confirmed by culture. The physician elected to explant the entire s-ICD system.